Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump's time was incorrect. Reportedly, the customer did not adjust the pump time upon receiving pump. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose was 209 mg/dl.